Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that, 2 weeks after the dental implant was installed in intraoral region #30, its non-osseointegration was observed. The implant was installed without immediately load.